Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found insulation abrasions at 46.5 cm - 46.6 cm, 46.8 cm to 47.1 cm and 51.3 cm - 51.8 cm from the connector pin. The abrasions were consistent with exposure to constant friction with another implantable device. Reliability laboratory technician reliability laboratory technician st. Jude medical crmd reliability laboratory

Event description:
This report is to advise of an event observed during analysis.